Manufacturer narrative:
The reported event for unable to recharge ipg/ changes in charging pattern was not confirmed. At receipt, the ipg successfully communicated with lab utilities and displayed low battery warning error and was at stimulation off. The returned ipg accepted charge and was fully recharged at lab charging bank within specifications. The ipg also passed all functional testing (bench and autotest). No root cause was identified for the reported issues. As such, this event does not meet the reportability criteria.

Manufacturer narrative:
Exact date of implant is unknown. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to recharge the ipg like before. The patient experienced change in the charging pattern around 3-4 months ago( approximately (B)(6) 2020). Eventually, the patient lost therapy due to ipg being inoperable. Additionally, the patient required MRI ability. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was replaced with a new system. Reportedly, stimulation is working fine post operatively. The ipg was implanted in 2013, exact implant date is unknown.